Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), wound infection staphylococcal ("seroma/hematoma tissue tested positive for (B)(6)"), post procedural haemorrhage ("post-surgical bleeding at her incision") and fatigue ("extreme fatigue") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 months 14 days after insertion of essure, the patient experienced irritability ("increased irritability"). On (B)(6) 2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6) 2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory "fog"") and memory impairment ("memory lapses"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (abdominal wound incision and drainage on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, irritability, memory impairment, menorrhagia, menstruation irregular, mood swings, panic attack, post procedural haemorrhage, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: indicated a postoperative seroma/hematoma hysterosalpingogram - on (B)(6) 2016: confirmed bilateral tubal occlusion. On (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff's symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested (B)(6) for (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced abdominal pain and extreme fatigue. She underwent a total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016. After this procedure, she had post-surgical bleeding at her incision and seroma/hematoma tissue tested (B)(6) for (B)(6). She then had to undergo an abdominal wound incision and drainage on (B)(6) 2016. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, an alternative explanation for her pain was not reported. It was reported that fer fatigue was so significant that she didn't even have the energy to get out of bed. The events post-surgical bleeding at her incision and seroma/hematoma tissue tested (B)(6) for (B)(6) occurred as a complication of essure removal. This case was classified as incident since device removal was required. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Follow-up information will be obtained through the litigation process. (B)(6)

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), wound infection staphylococcal ("seroma/hematoma tissue tested positive for mrsa"), endometritis ("mild chronic endometritis"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision") and fatigue ("extreme fatigue") in an adult female patient who had essure (batch nos. C06524 and c35388, c06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6)2015, the patient had essure inserted and removed on (B)(6)2016. A new essure was inserted on an unknown date. On (B)(6)2015, 5 months 14 days after insertion of essure, the patient experienced irritability ("increased irritability"). On (B)(6)2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6)2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6)2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6)2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6)2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), thyroxine free decreased ("low free t4"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6)2016) and surgery (abdominal wound incision and drainage on (B)(6)2016). Essure was removed. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis and seroma outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, asthenia, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2016: indicated a postoperative seroma/hematoma hysterosalpingogram - on (B)(6)2016: confirmed bilateral tubal occlusion on (B)(6)2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested positive for mrsa. Lot number c06524, expiration dates 31-jan-2017, manufacturing dates 06-jan-2014. Lot number c35388, expiration dates 31-mar-2017, manufacturing dates 11-mar-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), wound infection staphylococcal ("seroma/hematoma tissue tested positive for mrsa"), endometritis ("mild chronic endometritis"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision") and fatigue ("extreme fatigue") in an adult female patient who had essure (batch no. C35388, c06524) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, 5 months 14 days after insertion of essure, the patient experienced irritability ("increased irritability"). On (B)(6)2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6)2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6)2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6)2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6)2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), thyroxine free decreased ("low free t4"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6)2016) and surgery (abdominal wound incision and drainage on (B)(6)2016). Essure was removed on(B)(6)2016. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis and seroma outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, asthenia, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in august of 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2016: indicated a postoperative seroma/hematoma hysterosalpingogram - on (B)(6)2016: confirmed bilateral tubal occlusion on (B)(6)2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested positive for mrsa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Most recent follow-up information incorporated above includes: on (B)(6)2018: summons was received. Lot number added. New event added- memory loss, heavy bleeding, intermittent insomnia, low free t4, fibromyalgia, hypothyroidism, menometrorrhagia, mild active endocervicitis with inflammatory reactive epithelial changes, mild chronic endometritis and irregular fluid collection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), wound infection staphylococcal ("seroma/hematoma tissue tested positive for mrsa"), endometritis ("mild chronic endometritis"), genital haemorrhage ("heavy bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision"), fatigue ("extreme fatigue") and uterine haemorrhage ("abnormal uterine bleeding") in a 44-year-old female patient who had essure (batch no. C35388, c06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 months 14 days after insertion of essure, the patient experienced irritability ("increased irritability"). On (B)(6) 2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6) 2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), post procedural haemorrhage (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), thyroxine free decreased ("low free t4"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (abdominal wound incision and drainage on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis, seroma and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, asthenia, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, uterine haemorrhage, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. No further causality assessment were provided for the product. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in august of 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: indicated a postoperative seroma/hematoma. Hysterosalpingogram - on (B)(6) 2016: confirmed bilateral tubal occlusion on (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested positive for mrsa. Lot number c06524: expiration dates 31-jan-2017, manufacturing dates 06-jan-2014. Lot number c35388: expiration dates 31-mar-2017, manufacturing dates 11-mar-2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: summons received. Added event abnormal uterine bleeding. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/worsening of pain'), wound infection staphylococcal ('seroma/hematoma tissue tested positive for mrsa') and endometritis ('mild chronic endometritis') in a 44-year-old female patient who had essure (batch no. C35388, c06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced irritability ("increased irritability"), 5 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6) 2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), migraine ("worsening migraines/headaches"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/worsening of abnormal bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision"), fatigue ("extreme fatigue"), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection") and was found to have thyroxine free decreased ("low free t4"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), and surgery (abdominal wound incision and drainage on (B)(6) 2016 and total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis, seroma, uterine haemorrhage, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, asthenia, autoimmune disorder, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, uterine haemorrhage, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. She lost her job due to fatigue caused by essure, got a postoperative seroma/hematoma after the explant surgery and had to undergo a wound incision and drainage. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: indicated a postoperative seroma/hematoma. Hysterosalpingogram - on (B)(6) 2016: results: confirmed bilateral tubal occlusion. Diagnostic results: on (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested positive for mrsa. Lot number c06524 expiration dates 31-jan-2017 manufacturing dates 06-jan-2014. Lot number c35388 expiration dates 31-mar-2017 manufacturing dates 11-mar-2014. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/worsening of pain'), wound infection staphylococcal ('seroma/hematoma tissue tested positive for mrsa') and endometritis ('mild chronic endometritis') in a 44-year-old female patient who had essure (batch no. C35388, c06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced irritability ("increased irritability"), 5 months 14 days after insertion of essure. On (B)(6)2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6) 2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6) 2016, the patient experienced uterine haemorrhage ("abnormal uterine bleeding"), migraine ("worsening migraines/headaches"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/worseining of abnormal bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision"), fatigue ("extreme fatigue"), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection") and was found to have thyroxine free decreased ("low free t4"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), and surgery (abdominal wound incision and drainage on (B)(6) 2016 and total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis, seroma, uterine haemorrhage, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, amnesia, anxiety, asthenia, autoimmune disorder, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, hypersensitivity, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menorrhagia, menstruation irregular, migraine, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, uterine haemorrhage, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) of 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. She lost her job due to fatigue caused by essure, got a postoperative seroma/hematoma after the explant surgery and had to undergo a wound incision and drainage. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: indicated a postoperative seroma/hematoma. Hysterosalpingogram - on (B)(6) 2016: results: confirmed bilateral tubal occlusion. Diagnostic results: on (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. (B)(6) 2016, the removed tissue tested positive for mrsa. Lot number c06524. Expiration dates 31-jan-2017. Manufacturing dates 06-jan-2014. Lot number c35388. Expiration dates 31-mar-2017. Manufacturing dates 11-mar-2014 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Events "migraine/headaches, auto-immune symptoms and hypersensitivity symptoms". Previously reported event" fatigue, post procedural haemorrhage, genital hemorrhage, uterine hemorrhage" seriousness criterion was updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/worsening of pain'), wound infection staphylococcal ('seroma/hematoma tissue tested positive for mrsa') and endometritis ('mild chronic endometritis') in a 41-year-old female patient who had essure (batch no. C35388, c06524) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. On (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff¿s symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6), 2016, the removed tissue tested positive for mrsa. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced irritability ("increased irritability"), 5 months 14 days after insertion of essure. On (B)(6) 2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6)2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding ("abnormal uterine bleeding"), migraine ("worsening migraines/headaches"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding/worseining of abnormal bleeding"), post procedural haemorrhage ("post-surgical bleeding at her incision"), fatigue ("extreme fatigue"), heavy menstrual bleeding ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory ¿fog""), memory impairment ("memory lapses"), amnesia ("memory loss"), insomnia ("intermittent insomnia"), fibromyalgia ("fibromyalgia"), hypothyroidism ("hypothyroidism"), menometrorrhagia ("menometrorrhagia"), cervicitis ("mild active endocervicitis with inflammatory reactive epithelial changes") and seroma ("irregular fluid collection") and was found to have thyroxine free decreased ("low free t4"). The patient was treated with alprazolam (xanax), duloxetine hydrochloride (cymbalta), and surgery (abdominal wound incision and drainage on (B)(6) 2016 and total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, heavy menstrual bleeding, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal, endometritis, genital haemorrhage, post procedural haemorrhage, amnesia, insomnia, thyroxine free decreased, fibromyalgia, hypothyroidism, menometrorrhagia, cervicitis, seroma, abnormal uterine bleeding, migraine, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, amnesia, anxiety, asthenia, autoimmune disorder, cervicitis, disturbance in attention, dyspareunia, endometritis, fatigue, feeling abnormal, fibromyalgia, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, hypothyroidism, insomnia, irritability, memory impairment, menometrorrhagia, menstruation irregular, migraine, mood swings, panic attack, post procedural haemorrhage, seroma, thyroxine free decreased, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. No further causality assessment were provided for the product. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) of 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. She lost her job due to fatigue caused by essure, got a postoperative seroma/hematoma after the explant surgery and had to undergo a wound incision and drainage. Coils noted outside of the tubal ostium on both sides. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2016: results: indicated a postoperative seroma/hematoma. Hysterosalpingogram - on (B)(6) 2016: results: confirmed bilateral tubal occlusion. Lot number c06524 expiration dates 31-jan-2017 manufacturing dates 06-jan-2014. Lot number c35388 expiration dates 31-mar-2017 manufacturing dates 11-mar-2014. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2021: medical record received. Reporter information, patient's middle name and demographics added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), wound infection staphylococcal ("seroma/hematoma tissue tested positive for (B)(6)"), post procedural haemorrhage ("post-surgical bleeding at her incision") and fatigue ("extreme fatigue") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included light periods and anxiety (she had not needed to take medication for the past two years). Prior to essure, she had never experienced abdominal pain, menorrhagia, irregular menses, dyspareunia, extreme fatigue, extreme anxiety, increased agitation, and memory fog. Concurrent conditions included general anesthesia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 5 months 14 days after insertion of essure, the patient experienced irritability ("increased irritability"). On (B)(6) 2015, the patient experienced disturbance in attention ("trouble concentrating") and panic attack ("panic attacks"). On (B)(6) 2016, the patient experienced mood swings ("mood swings") and vitamin b12 deficiency ("vitamin b12 deficiency"). On (B)(6) 2016, the patient experienced asthenia ("she did not even have the energy"). On (B)(6) 2016, the patient experienced headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), fatigue (seriousness criterion disability), menorrhagia ("menorrhagia/ seven days of heavy bleeding that she often soiled her clothing through a tampon and a pad"), menstruation irregular ("irregular menses"), dyspareunia ("dyspareunia"), anxiety ("extreme anxiety") with agitation, feeling abnormal ("memory "fog"") and memory impairment ("memory lapses"). The patient was treated with citalopram hydrobromide (celexa), alprazolam (xanax), duloxetine hydrochloride (cymbalta), surgery (total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016) and surgery (abdominal wound incision and drainage on (B)(6) 2016). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the patient experienced wound infection staphylococcal (seriousness criteria medically significant and intervention required) with incision site swelling, incision site pain, haematoma infection, infected seroma, purulent discharge and wound necrosis. At the time of the report, the abdominal pain, fatigue, menorrhagia, menstruation irregular, dyspareunia, anxiety, feeling abnormal, irritability, disturbance in attention, panic attack, mood swings, vitamin b12 deficiency, asthenia, headache, vertigo and memory impairment had resolved and the wound infection staphylococcal and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, anxiety, asthenia, disturbance in attention, dyspareunia, fatigue, feeling abnormal, headache, irritability, memory impairment, menorrhagia, menstruation irregular, mood swings, panic attack, post procedural haemorrhage, vertigo, vitamin b12 deficiency and wound infection staphylococcal to be related to essure. The reporter commented: her fatigue became so bad that she was let go from her position as a paralegal in (B)(6) 2016 because of decreased productivity. In her thirteen years as a paralegal, she had never been terminated from a job. During insertion, it was noted that the essure coils were in place in the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - (B)(6) 2016: indicated a postoperative seroma/hematoma hysterosalpingogram - on (B)(6) 2016: confirmed bilateral tubal occlusion on (B)(6) 2016, a comprehensive metabolic panel was ordered and it was discovered that she had developed a vitamin b12 deficiency . Even after a battery of tests, the cause of plaintiff's symptoms could not be determined. She received a false positive for lyme disease and was forced to find an infectious disease specialist. On (B)(6) 2016, the removed tissue tested positive for (B)(6). Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and experienced abdominal pain and extreme fatigue. She underwent a total abdominal hysterectomy with bilateral salpingectomy on (B)(6) 2016. After this procedure, she had post-surgical bleeding at her incision and seroma/hematoma tissue tested positive for (B)(6). She then had to undergo an abdominal wound incision and drainage on (B)(6) 2016. Abdominal pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, an alternative explanation for her pain was not reported. It was reported that fer fatigue was so significant that she didn't even have the energy to get out of bed. The events post-surgical bleeding at her incision and seroma/hematoma tissue tested positive for (B)(6) occurred as a complication of essure removal. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.